Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is 1 other complaint for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced irritation and the clinical reason was dislocated lens. The iol was exchanged in a secondary procedure for a different model lens. Additional information has been requested.